Manufacturer narrative:
H6; damaged firing mechanism. The product complaint analysis team has completed its investigation of the device which was returned to us. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number; a k00t3l b n/a, cartidge pan in place/condition; a yes/good b n/a, condition of drivers; a good b n/a, lockout tabs on pan condition; a bent b n/a, position/condition of wedge sleds; a 1/2 fired b n/a. Functional tests & results: condition of clamp first lockout; ab good, condition of clamping mechanism; ab good, condition of firing mechanism; a good b broken, condition of knife; ab good, condition of wedge bands; ab good, is hyper lockout condition present; ab no. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that instrument b was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Instrument a was returned in good physical condition. Instrument a was cycled, fired, cut, and formed the staples within design spec. Some conditions which result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the atw35 was used during an unk procedure. It was reported two atw35s did not fire properly and would not fire. There is no other info available. There was no consequence to the pt.